Manufacturer narrative:
(B)(4). The information contained in this file has been determined to be a duplicate of the event reported in (B)(4). Therefore, this medwatch 2210968-2011-01066 will be voided.

Manufacturer narrative:
(B)(4). Pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was used. The patient experienced pain and was told by her doctor told her to find a pain management doctor. Additonal information has been requested.